Manufacturer narrative:
(B)(4). Concomitant medical product - unknown biomet tibial tray catalog #: ni lot#: ni, unknown biomet tibial bearing catalog #: ni lot #: ni. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-03572 and 0001825034-2018-03573. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. - see [mw5076677]

Event description:
It was reported that patient underwent a knee procedure on an unknown date. Subsequently, the patient was revised due to pain. Attempts have been made and no further information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.